Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced myoclonus ("myoclonus and reverse myoclonus") and movement disorder ("functional movement disorder"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, myoclonus and movement disorder outcome was unknown. The reporter considered medical device removal, movement disorder and myoclonus to be related to essure. The reporter commented: she had stumbled 2-3 times since essure removed. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal, myoclonus, movement disorder". Amendment: the report was amended on (B)(6) 2019 for the following reason: ccc was updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.